Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, wear abrasion, void >1 mm in non-textured, valve-to shell-bond area and one curved opening. A microscopic analysis and leak test were performed which identified, one opening striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Event description:
Device has been explanted.